Event description:
Consumer called to report using ace heat therapy patch for 5 hours after md recommendation. Applied to clean skin, rec'd a "3 tier burn" and was prescribed antibiotics and cream for treatment.